Event description:
It was reported that since february 2023, this right ventricular (rv) lead exhibited a high out of range impedance which the physician suspected to be caused by a fracture; during this time, it was also noticed an increase in capture thresholds and undersensing. X-ray examination showed that the helix was retracted which possibly caused a dislodgement, and that the device migrated. The physician encountered difficulty extending the helix and decided to explant and replace this lead. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A laboratory technician tested the helix mechanism and found it was functional, thus not confirming the clinical observations of difficulty with maintaining the extension of the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that since february 2023, this right ventricular (rv) lead exhibited a high out of range impedance which the physician suspected to be caused by a fracture; during this time, it was also noticed an increase in capture thresholds and undersensing. X-ray examination showed that the helix was retracted which possibly caused a dislodgement, and that the device migrated. The physician encountered difficulty extending the helix and decided to explant and replace this lead. This lead is expected to return. No additional adverse patient effects were reported.